Manufacturer narrative:
B3 revised date of event as it was reported incorrectly on the initial report that was submitted. E1 added initial reporter phone number as it was omitted from the initial report that was submitted. G4 revised PMA/ 510(k) as it was entered incorrectly on the initial report that was submitted. H6 added code b13 as it was omitted from the initial report that was submitted. Revised b17 to b18 as the device was discarded. H11 added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter. Use of the repositioning sheath and the 23 fr peel-away introducer. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿ investigation summary: the investigation has been completed. The device was discarded. Major bleed: the cause of the injury is most likely use related since placing additional sutures around the access site helped reduce bleeding. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered access site bleeding during impella rp flex support. During insertion of the pump, after the repositioning sheath was secured, some oozing was noted at the access site. This was treated with placing additional sutures around the access site. The patient was placed on extracorporeal membrane oxygenation and the impella was removed, patient survived.